Event description:
Report received from the USA that there is a hole in the hose of the device and that the device also seized up. The device was being used during surgery. No injury or medical intervention occurred. It is unknown is there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information has been completed or additional information becomes available, a supplemental report will be sent.